Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6): affiliate, during valve alignment with a commander delivery system, a strange ¿snapping sound¿ was heard and there was noticeable tension. However, valve alignment was successfully completed. The valve was then positioned in the annulus but during valve deployment, the balloon would did not inflate. It appeared that the balloon may have ruptured. The commander delivery system and valve were pulled back into the e-sheath. The sheath and delivery system/valve were removed as a unit. There was no injury and a new valve was prepared and successfully implanted.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed that the crimp balloon torn proximal to the I/c bond and balloon/nose tip assembly separated (guidewire lumen appears to have been cut), the spring is stretched, adhesive present on the guidewire shaft, the balloon/distal tip assemble with crimped valve stuck in sheath housing and light gouging on the flex tip. Functional testing for full fine adjust functionality found no abnormalities. Dimensional testing was performed on the double wall thickness of the crimp balloon and was found to be in within specification. In addition, procedural imaging was provided and reviewed and the following was observed: the valve was diving and a bend in the distal portion of the flex catheter was noted, suggesting that there is significant tension in the system. The valve remains dived after crossing the annulus. As the valve was already aligned between the markers in the provided cine, any issues that occurred during gross or fine alignment could not be evaluated. During balloon manufacturing, the balloon was 100% inspected for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, double wall thickness measurements, mechanical damage and deformation. The crimp balloon to inflation balloon laser bond is inspected for bubbles that cover more than the bond area or for burns. The delivery system handle, the fine adjust are visually inspected for the following: component can be rotated to full capacity and component rotates consistently to full capacity, turn wing nut to ¿locked¿ position and pull torque set pin and turn wind nut to ¿neutral¿ position and pull torque set pin. In addition, the spring coil is inspected to verify adhesive covering of the spring coil edges. During balloon manufacturing, the balloon is 100% inspected for balloon size, fold lines and distorted/pinched folds. Finished devices underwent a visual, dimensional and functional final inspection by manufacturing and quality. The delivery system is 100% visually inspected for missing components, incorrect assembly, and device damage. Additionally, the lot underwent product verification (pv) and all samples from this lot passed pv testing. The test include visual inspection for kinks, cracks, missing components, fine adjust verification and locknut/collet engagement test. The sample units from the reported lot passed the pv testing. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history records review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon ¿ torn¿ was confirmed while the complaint for ¿handle ¿ fine adjust difficulty¿ was unable to be confirmed. The ¿strange snapping sound¿ heard during valve alignment was likely the crimp balloon tearing at the I/c bond. High alignment forces is cited as a potential root cause for the separation of the crimp balloon material proximal to the I/c bond in a product risk assessment. Although no cine was provided of the valve alignment step, the earliest relevant cine revealed that there was a bend on the distal portion of the flex catheter, which is indicative that high alignment forces were present. The following cases can result in high alignment forces: performing valve alignment in tortuous anatomy results in increased alignment forces. Although no information was able to be obtained on vessel anatomy, valve diving, which occurs when the valve is non coaxial with the flex tip as a result of performing alignment in tortuous anatomy, did occur. Additionally, valve diving further increases valve alignment forces. Per procedure, if valve diving occurs, the physician should move to a straight section of the aorta and re-attempt valve alignment. Attempting to align the valve while residual fluid remains in the balloon (i.e. From de-airing) results in higher alignment forces. Difficulty with the fine adjust function likely occurred due to the presence of high alignment forces, and not due to any issues with the device handle. This is supported by the fact that no abnormalities were noted while testing the fine adjust function during device evaluation. The balloon tear also likely occurred due to the presence of high alignment forces. A definite root cause is unable to be determined at this time. The complaint for balloon ¿ torn¿ was confirmed and the complaint for ¿handle ¿ fine adjust difficulty¿ was unable to be confirmed. No manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history reveals that the occurrence rates do not exceed the march 2018 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time. At management discretion, a product risk assessment was previously initiated for risk assessment of the balloon torn issue.